Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012, and a mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2012, due to painful suburethral mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient concurrently underwent cystoscopy on (B)(6) 2012 (B)(6) due to stress urinary incontinence. It was reported that the patient underwent revision of mesh on (B)(6) 2012 at (B)(6) due to painful suburethral mesh. It was reported that the patient following the insertion experienced infection, recurrence, dyspareunia and vaginal scarring.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted, and again on (B)(6) 2012 a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review criteria.of the batch manufacturing records was conducted and the batch met all finished goods release